Event description:
The following has been reported: biomed reports: this has a persistent misloaded set error that was not resolved by cleaning. None of the cassette pins are stuck or otherwise wonky. No pt harm or failure during infusion. An initial review of the device logs reveals the following: mechanical hardware failure (av assembly) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed. Fva assembly was acting erratic, the fva primary pin was not actuating properly and it would actuate a little then stay in an open position for extended period of time before closing. Flag and encoder boards were both replaced with new ones and didn't fix the problem. Fva assembly was replaced with a good assembly and fva was acting normally. Pump went through final acceptance test with good fva and passed testing. Pump was reverted to manufacturing mode to test functionality of set ID to verify it is good, and it had passed functionality test. Original fva was put back in and still was acting erratic, being the same as before. Complaint is confirmed that the fva assembly is the issue making cassette misloading errors and will be replaced during repair.